Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the operating surgeon observe any suture deficiency or anomaly before, during or after its use in the patient? Observe suture breakage and needle pull-off issue during using. Was there any damage to the tissue? No. In relation to needle, what is the approximate location of suture breakage? A 5-6cm. Did any piece of the needle fall inside of the patient? If so, was the needle piece removed and how? No. Was the needle being held by a needle-holder? Yes. When did the needle pull off (while in the package / during dispensing / during preparation / during use)? During use. Is the lot number of the device available? No. How many sutures broke during the procedure? One. How many needles pulled off of the suture during the procedure? One. Please clarify what the correct alert date is, (B)(6) 2016 .

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2016 and a barbed suture was used. During the procedure, the needle pulled off from suture. It is unknown how the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. A visual evaluation was performed. The needle was attached to the suture. However, there are marks on the swage area and the tip of the needle likely by use of the needle holder. No needle pull off was observed in the sample received. As the suture is absorbable and due to the condition of the sample returned, the tensile strength test cannot be performed due to the exposure to the environment.